Event description:
It was reported that during a hospital pre-test, the cuff was not inflating but the inflation line was over inflating. No additional information was available. No patient injury was reported.

Manufacturer narrative:
One sample was received in used condition to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Functional testing was performed using 5cc of air and the cuff inflated asymmetrically. The pilot balloon was manipulated, and the cuff fully inflated. After the whole cuff inflated, it was deflated and inflated 4 times. Each time the cuff inflated completely. The complaint was not confirmed. The instruction for use (IFU) inform the user to attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon wile gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube. No root cause could be determined since the complaint was not confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.